Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge/ change battery) has been confirmed. As received, the battery would not charge or power on a monitor. The cause of the inability to charge or power a monitor is a damaged connector from p4 to the battery cell. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery was not holding a charge and the monitor would prompt 'change battery'. The patient was issued a replacement battery pack.